Event description:
Patient presented to the physician with uvula swelling since implant. Physician prescribed steroids. Patient presented back to the physician with swollen uvula. Physician removed the uvula in clinic. Physician relates that swelling of the uvula may have occurred during implant when suction was applied. The issue is now resolved.